Event description:
It was reported that the cpu (central processing unit) of the acuity central station, pt monitoring system was not functional. The reporter attributed the problem to a failed hard disk drive and indicated that this component had been replaced previously. There were no adverse events reported as a consequence of the product problem.

Manufacturer narrative:
Eval results: (other) failed hard disk drive. The device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. The reporter stated that the cpu associated with an acuity system had failed and the reporter attributed the malfunction to failure of its hard disk drive. The reporter further stated that the hard disk drive in this cpu had been replaced two or three times previously. The cpu was returned to welch allyn for eval. Testing confirmed that the cpu was non-functional and that the hard disk drive had failed. Testing revealed nothing to account for the reported prior disk drive failures. The hard disk drives used in the cpu are commercial off-the-shelf items and are not manufactured by welch allyn. The returned device was repaired by installing a new hard disk drive. Repairs also included installation of a replacement nvram (nonvolatile random access memory) module. This component stores device configuration info. Its failure may not be related to the problem with the hard disk drive. Investigation included analysis of service data to trend failures of hard disk drives as well as nvram module replacements. Statistical analysis found no adverse trend over time with regard to replacements of these components. The repaired device will be returned to the customer.